Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer changed the battery 5 times and the insulin pump would not recognize the batteries. She also reported that the device alarmed no delivery and motor error. The motor error alarm occurred twice. Blood glucose value was 200 mg/dl. It was stated that the device was not exposed to a magnetic field and she was unsure if the drive support cap appeared normal. The device was returned for analysis.